Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and prime due to loose protruded drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 89 mg/dl. Customer stated that insulin continues to drip after motor stops during manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer was advised that we are sending out replacement pump.